Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00312 on 11-dec-2025. Additional information (16-dec-2025): siemens reviewed the information provided by the customer, and the available instrument data files. Siemens' review of the instrument data indicated there were no sample aspiration or hardware issues which caused the erroneously depressed creatinine_2 (crea_2) results. The customer was running patient samples without any issues on reagent well 1, but erroneous results were obtained when samples were processed on reagent well 2. The customer replaced crea_2 reagent pack and repeated affected patient samples from crea_2 reagent well 2 on an alternate reagent well, which showed a higher crea_2 recovery on the alternate reagent well. Siemens evaluated the event and determined that the probable cause of the behavior is due to a compromised reagent well. The cause of the compromised reagent well could not be determined with the available information. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed creatinine_2 (crea_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. Quality control (qc) was out-of-range on the day of the event. Siemens is evaluating the event.

Event description:
The customer reported that falsely depressed creatinine_2 (crea_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who did not question the results. The samples were repeated on the original analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.